Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, the nurse tried to connect the reload to the cartridge fork, however could not. As the white safety shield was functional, the nurse could not close the cartridge forks and anvil forks. The procedure was completed with another device. The status of the patient is no problem.